Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted (date not reported). The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is filed february 9th, 2015.